Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. When moving the ablation catheter from the left atrium into the left ventricle, a pericardial effusion was seen on echocardiogram. The patient remained in stable condition and no intervention was performed. There were no performance issues with any abbott device.